Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is experiencing high blood glucose. She was supposed to change out her infusion set and checked her blood glucose and it was 501 mg/dl. After changing her infusion set, her blood glucose was 300 mg/dl and has been treating with manual injections. During high blood glucose troubleshooting, the customer¿s current blood glucose is 290 mg/dl and that she did have a back-up for her high blood glucose. She did treat for the high blood glucose by a manual injection. She said that her drive support cap is normal. She declined to check for the presence of leaks or air bubbles in the tubing/reservoir, site/insulin issues and declined to check her settings. The customer is unable to perform the high-pressure test and was advised to call back to perform the test when another set is available. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.